Event description:
It was reported that the device was explanted due to undefined lead impedance of greater than 9999 ohms and a device malfunction. Additional information received reported the device went to no output prior to replacement. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: testing revealed no output, which was the result of lifted hybrid bond wires.